Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Lot # given does not match database. Device manufacture date: unknown. Lot # given does not match database. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records could not be completed for the incident lot as the number given does not match the catalog number in the database. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked during use due to the rubber sleeve not recovering. No serious injury, no medical interventions. No mucous membrane exposure reported.